Manufacturer narrative:
The manufacturer received information alleging a ventilation inoperative occurred when the ac cord was connected on the trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that a system error code, communication failure between the therapy and user interface central processing units, was observed on the device's error log. The manufacturer's service technician further evaluated and determined the system printed circuit assembly (pca) and display pca had caused the issue to occur on the device. In conclusion, the device's system pca and display pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the handle retention plate was replaced for the handle being hard to move, which was unrelated to the reportable issue.

Event description:
The manufacturer received information alleging a ventilation inoperative occurred when the ac cord was connected on the trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.